Event description:
The customer's mother reported that her daughter had high blood glucose results while wearing a pod. She stated that the pod was activated on (B)(6) at 10:04 pm, and her daughter's blood glucose result was 189 mg/dl. At 10:13 pm, she consumed 24 grams of carbohydrate and gave herself a 1.50u bolus. At 10:54 am, the pod was deactivated. The mother stated that when she removed the pod, the cannula was "into the adhesive". She discarded the pod prior to calling.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia. The customer reported that the cannula was into the adhesive. A dislodged or improperly inserted cannula could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." "Check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."